Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "a right side deflation." Device explanted. Right side.

Manufacturer narrative:
"Device evaluation: analysis of the returned device identified: crease fold, wear abrasion and opening on anterior. Leak test and microscopic analysis was performed which identified: crack opening on valve, striated opening on anterior, puncture opening on radius, sharp opening on valve bond edge. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Striated opening assessed as surgical damage. Punctured assessed as surgical damage like. A sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported "a right side deflation." Device explanted. Right side.